Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred twice. The following information was provided by the initial reporter. The customer stated: customer reported a hole or cut in the tubing of item 367323 lot number 1075990. She stated when the needle was hooked up to the syringe, the blood would only make it to a certain spot in the tube and then drip out. The blood would not make it to the syringe because of the hole or cut. They have only noticed this on 2 of the tubes from this lot but she is having the staff look at the rest to see if there are more. The customer's blood had to be redrawn because of this.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/30/2021. H.6. Investigation: bd received 10 samples for investigation. The samples were evaluated by visually examination and functionally tested and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. This event occurred twice. The following information was provided by the initial reporter. The customer stated: customer reported a hole or cut in the tubing of item 367323 lot number 1075990. She stated when the needle was hooked up to the syringe, the blood would only make it to a certain spot in the tube and then drip out. The blood would not make it to the syringe because of the hole or cut. They have only noticed this on 2 of the tubes from this lot but she is having the staff look at the rest to see if there are more. The customer's blood had to be redrawn because of this.